Manufacturer narrative:
On 09/17/2014, a respiratory therapist (rt), called to speak with (B)(4) customer care and technical services (ts) regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt at the time of the device issue and no harm was reported to the pt (complaint (B)(4)). Device investigation was completed on 10/06/2014. Inomax dsir# (B)(4) was returned to the MFR for service evaluation. The service log review revealed a delivery failure (df) alarm with backlight current below minimum (minimum: (B)(4) counts and actual value: (B)(4) counts) consistent with a backlight failure. The rsc investigation was experienced the report complaint of a blank screen at boot up and replaced the touchscreen/display. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was a display-backlight failure. This condition will be tracked and trended under (B)(4)'s quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).

Event description:
Display backlight failure [device issue]. No adverse event. Case description: this initial device case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who called to speak with (B)(4) customer care and tech services (ts) regarding a device issue within omax dsir# (B)(4). The device was in use on a pt at the time of the device issue and no harm was reported to the pt. The rt explained second hand, that the device, dsir# (B)(4), experienced a monitoring screen had gone black while in use on a pt. He further explained that an audible alarm was heard, but the alarm message was not readable, as the screen was black. No harm came to the pt while switching out the device. The reporter stated after he removed the device to troubleshoot, he turned the device back on and noticed that the monitoring screen had a reddish hue. Inormax dsir# (B)(4) was removed from service and returned to (B)(4) for service evaluation. On (B)(6) 2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00023).